Event description:
2:30 am - caller went to the bathroom, had a tampon inserted, removed old tampon and inserted new tampon. Upon washing hands, smelled a strong chemical odor, started feeling burning sensation in vaginal area, removed tampon immediately showered and washed vaginal area with soapy water. They called poison control center who stated that there should be no concern, since tampon was immediately removed. They examined the box and noted no damage, did not smell odor on box. Wrapping on the tampon was "invad". No other symptoms. Described odor like "mothballs" or "dry cleaning fluid".